Event description:
The user facility reported that a connection point on the sterilizer's plumbing became detached, allowing water to drain from the unit into the area around the sterilizer. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
The user facility reported that the rubber boot and clamps connecting the sterilizer's drain funnel and copper tubing located at the side of the sterilizer had become loose and detached resulting in water draining from the unit. A steris service technician went onsite to inspect the sterilizer and found the user facility had already repaired the unit by tightening the connection at the rubber boot. The technician performed a visual inspection of the rubber boot and connection and confirmed the boot was in good condition and there was a secure connection. No further issues have been reported. The complaint analysis determined this to be an isolated event.